Event description:
The customer reported that the insulin pump alarmed motor error. The customer's blood glucose reading at time of call was 152mg/dl. Troubleshooting was performed. The caller stated that the device was not exposed to a high magnetic field. Assisted the customer to run the displacement test and the test failed. Advised that the insulin would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with motor error alarms during rewind due to corroded motor home switch.